Event description:
Eos after inappropriate MRI exam.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on(B)(6) 2020 at 4:17pm. The data further showed the detection of strong magnetic fields at 4:16pm, 1 minute before eos detection. It is therefore assumed that, as reported, a performed MRI scan led to the clinical observation. The data documented that MRI mode of the device was not activated on (B)(6)2020. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the eos battery status. This does not represent a battery or hybrid malfunction. The analysis further revealed, that the device was reset on june 9, showing no anomalies after the reset procedure. However, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded. Should additional relevant information become available, this investigation will be updated.

Manufacturer narrative:
The method code was corrected in the manufacturer analysis. Upon receipt, the device interrogation revealed the mos1 battery status, 21 charging cycles were recorded in the devices memory. The available device data was inspected. During the inspection of the available iegms noise was observed in the atrial, ventricular and far-field channel of episode 21 and episode 22, recorded on (B)(6) 2020, respectively. The data further showed, that the device detected strong magnetic fields on (B)(6) at 4:16pm and automatically activated the eos battery status at 4:17 pm on the same day. The frequency and morphology of the sensed signals of the episode from (B)(6) can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging. The MRI mode was not activated on (B)(6). In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing functions of the ICD to be normal. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the analysis results, the eos battery status most likely resulted from an MRI scan without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction.

Manufacturer narrative:
The method code was corrected in the manufacturer analysis. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on (B)(6) 2020 at 4:17pm. The data further showed the detection of strong magnetic fields at 4:16pm, 1 minute before eos detection. It is therefore assumed that, as reported, a performed MRI scan led to the clinical observation. The data documented that MRI mode of the device was not activated on (B)(6) 2020. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the eos battery status. This does not represent a battery or hybrid malfunction. The analysis further revealed, that the device was reset on (B)(6) 2020, showing no anomalies after the reset procedure. However, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded. Should additional relevant information become available, this investigation will be updated.